Event description:
Reported to king systems in 2008. As stated in report from user facility risk manager: "pt was a witnessed arrest. When emts came to assist, they used a king airway to stabilize airway. The 02 stats were 100% on arrival to ER. However, pt had to have an emergency tracheotomy as unable to place et tube. After swelling had gone down, it was determined that trachea was perforated. Cannot rule out device rule in events" user facility.

Manufacturer narrative:
King systems investigation summary or returned product: product (size 4 klts-d, no original packaging, labeling, nor lot number) was received 2/12/08. Investigation in lab, where precautions and photographs were taken. The examination and the photographs show that there is no discernible product issue. The cuffs contained approx 42cc of air, so were obviously not leaking. The ramp was grossly contaminated with blood and what appeared to be body tissue. The ramp was confirmed to be firmly bonded to the tube, so that the ramp could be ruled out as a contributor to the injury. The photo taken of this verification also clearly shows that the distal end of the tube is malleable. The ramp, although partially occluded by blood and apparently completely occluded by blood at one of the ventilatory openings, was still patent. Air passed easily through the airway, as is its design. The returned king lts-d sample appeared to be still functional and without defect (other than being contaminated). The partial plug of the lateral slot would have no impact on the ventilatory capability of the device; indeed, there is a multiplicity of openings to maintain this function even if several openings become occluded for any reason. Comment: the location of the dried blood was on the anterior surface of the product in the area of the ventilatory openings. This location would typically be positioned adjacent the laryngeal inlet/opening to the trachea to allow ventilation. There was minimal staining on the distal tip and cuff and the posterior aspect of the tube. This would suggest that trauma/bleeding in the esophagus and posterior pharynx is unlikely, whereas a source of bleeding from the trachea is plausible.